Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis pump delivered boluses every 15 min instead of 45, despite correct settings confirmed by staff. Patient received excessive epidural, causing hypotension twice. First episode led to prolonged fetal deceleration; 2cc ephedrine was given. Anesthetic level reached chest. There was patient involvement and no adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not confirmed. The customer alleges that the infusion issue occurred despite correct settings by the staff. Functional and delivery testing were normal during evaluation. Accuracy was within specifications. The cause of the reported issue was not determined. No action was taken.